Event description:
It was initially reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had stored events from the atrial fibrillation (af) monitor. However, review of the stored electrograms (egms) did not demonstrate conducted af. Concern was raised regarding intermittent r-wave undersensing, contributing to apparent r-r interval variability. Smartpass was suspected to have been automatically disabled, likely in response to reduced r-wave amplitudes. An automatic setup was performed and a new reference subcutaneous ECG (s-ECG) was obtained and submitted for review. A boston scientific (bsc) technical services (ts) consultant evaluated the af event and determined that it represented functional undersensing during what appeared to be sinus tachycardia at rates of approximately 180-185 bpm. Although the captured ECG tracings were not obtained at elevated heart rates, there was evidence of significant r-wave amplitude variability at rest in the primary vector (ranging from 1.15 mv to 0.6 mv). The alternate and secondary sensing vectors demonstrated more consistent r-wave amplitudes and were considered viable options. Despite evidence of undersensing, the local bsc representative indicated that detection of ventricular tachycardia (vt) or ventricular fibrillation (vf) would likely remain reliable due to adaptive sensing algorithms that increase sensitivity at higher rates. An exercise stress test (est) was recommended by ts to further assess sensing performance across vectors; however, it is unclear whether this was performed at that time. Over the subsequent two years, intermittent sensing difficulties persisted and were documented. The patient was later evaluated in clinic, and an est was completed. At that time, recommendations included reprogramming to the alternate vector (x1 gain), acquiring a new reference ECG, and performing weekly remote downloads for ongoing ts review of device counters in the absence of stored events. Several weeks later, smartpass was again automatically disabled. Ts confirmed this was due to low signal amplitude and prolonged r-r intervals (>1400 ms). Device diagnostics indicated that the alternate vector was otherwise performing well, with minimal noise detections and low rates of inappropriate nsr-to-tachycardia classification. Approximately one year later, the patient experienced an inappropriate shock while applying makeup. Ts analysis determined that the event was caused by a combination of low r-wave amplitude and myopotential oversensing, occurring while the system was utilizing primary and alternate vectors. These vectors also demonstrated increased r-wave amplitude variability with respiration when compared to the secondary vector. Based on these findings, ts recommended reprogramming the device to the secondary sensing vector with 2x gain and obtaining current chest radiographs. Following implementation of these changes, imaging was reviewed by ts, revealing that the sensing electrode was positioned more superiorly than ideal. This suboptimal positioning may be contributing to reduced and variable qrs amplitudes. Postural assessment was discussed, and it was recommended that, if sensing abnormalities persist with the secondary vector at 2x gain, electrode repositioning should be considered. Pre-procedural screening was advised to evaluate signal quality at alternative electrode locations. Planned follow-up includes reassessment of signal amplitude across various postures and repeat est using the newly programmed secondary vector. No adverse patient effects have been reported. Additional details were requested from the local bsc representative but have not yet been received. This investigation will be updated as further information becomes available.